Event description:
It was reported that the patient presented for follow up after placement of the left ventricular assist device (lvad). An interrogation of the implantable cardioverter defibrillator (ICD) revealed over-sensing noise from the lvad. Additionally, the right ventricular (rv) lead exhibited a decrease in defibrillation impedance. Programming interventions were made to resolve noise. The patient was stable.